Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity. The date of the event was approximately (B)(6) 2018. It was reported that in the last week the area over the pump had become red and warm to the touch. When you touch it seems like it hurts him. The patient had a severe traumatic brain injury and could not communicate. The reporter believed it looked like cellulitis. The patient was brought to the emergency room (ER) a week ago. Blood work and x-rays were done but could not ¿pin point¿ what was causing this. The physician put the patient on augmentin for 5 days. He was through with that. It had started looking better but on saturday ((B)(6) 2018) it started getting red again and over night it looks even worse. No further complications were reported.